Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during bolus. The customer blood glucose level was 18 mmol/l. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer was able to clear and complete insulin pump rewind. Customer states insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.